Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 449 mg/dl at the time of incident. Customer stated they changed their sensor and it happened because they were not using auto mode during the warming up. Customer reported symptoms related to high blood glucose. Customer declined troubleshooting. Customer reported loss of communication between transmitter and insulin pump. The insulin pump will not be returned for analysis.